Manufacturer narrative:
The device was in use for treatment. The lead was capped inside the patient; and therefore, it will not be returned for analysis. As a result, the allegations against this lead (fracture) cannot be confirmed. No subsequent device or clinical adverse events have been reported. Lead fracture is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated for the units manufactured under the identified work order. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that the right ventricular (rv) lead was capped due to a suspected conductor fracture. There was no report of any patient adverse effects from this event. The lead was implanted for approximately 9 years, 6 months.